Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event could not be confirmed; however, the reported patient stroke and patient complications of neurological deficits a known risks associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that approximately 1 month and half post stenting of a flow diverter (subject device), the patient suffered a stroke with right-sided hemiparesis and dysphasia that requiring percutaneous endoscopic gastrostomy (peg) tube. According to the physician, the reason for the stroke was that the perforators were coming out of the aneurysm dome in the middle cerebral artery m1 segment. It is understood that the subject device implantation contributed to the blockage of the perforator leading to stroke.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that approximately 1 month and half post stenting of a flow diverter (subject device), the patient suffered a stroke with right-sided hemiparesis and dysphasia that requiring percutaneous endoscopic gastrostomy (peg) tube. According to the physician, the reason for the stroke was that the perforators were coming out of the aneurysm dome in the middle cerebral artery m1 segment. It is understood that the subject device implantation contributed to the blockage of the perforator leading to stroke.